Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc failed to boot up. Fse states that no bios, splash screen, etc upon boot up and no connection with prs. Further investigation revealed malfunction with m-cabinet. Fse replaced the host pc monoplane revised_ii no hdd. After replacement of host pc, the device was returned to full functionality. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the pc would not boot up. The device was not in clinical use. Philips has started an investigation of the complaint.